Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ra lead has what appears to be intermittent noise, most recently noted on the periodic iegm dated (B)(6) 2024. Patient to be brought in for postural and isometric testing. Lead remains implanted.